Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a battery longevity status that did not meet indications for implant, possibly due to cold temperatures. It was noted that the device had been stored indoors and not subjected to any known cold temperatures. No attempt was made to implant the device. There was no patient involvement.